Event description:
Info rec'd that the head of bed will not raise. No injury reported.

Manufacturer narrative:
Technician found the head of bed will not raise due to bad valve. Replaced the valve to resolve this issue. Bed located in bed shop.